Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose level of 1.9 mmol/l, which was treated by hospitalization. It was unknown that the customer was using the insulin pump within 48 hours of the reported event with auto mode feature on. The customer was assisted with troubleshooting and it was found that customer had over delivery issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6 (hecc,heic,investigation finding codes) with this report.

Event description:
Updated summary: information received by medtronic indicated that customer visited the emergency room on (B)(6), 2022 due to hypoglycemia. Blood glucose at time of event was 1.9 mmol/l. User was treated with an infusion of glucose. Blood glucose at time of the call was 6.5 mmol/l. Prior to the event the customer was driving a car. The customer reported that the low blood glucose occurred due to pump not receiving alarms and display not working. Customer alleged over delivery due to getting hypoglycemia however later clarified they did not allege over delivery since they had gotten a new pump. When asked if during the last set change customer recalled insulin dripping or squirting from end of set before connecting at their site, user stated insulin was dripping fast. The user also stated they were not disconnected during the rewind/prime sequence. Pump programming was reviewed, and customer stated programming was inaccurate because they got a new pump. Auto mode was in use. Insulin pump is not expected to return.